Event description:
Hcp reports "catheter broken at spinal cord entrance; piece remains in intrathecal space." This event occurred at implant. A new catheter was implanted. Hcp reported there was no pt complication.